Event description:
Philips received a complaint by the customer on the v60 indicating that a machine pressure sensor autozero failure occurred. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that a machine pressure sensor autozero failure occurred. The customer ordered and replaced the data acquisition (da) printed circuit board assembly (pcba) to resolve the reported issue. The investigation is ongoing.

Manufacturer narrative:
It was reported that a machine pressure sensor autozero failure occurred. The customer confirmed the error code. The customer was provided the steps for resolution via the service manual. The customer ordered and replaced the data acquisition (da) printed circuit board assembly (pcba) to resolve the reported issue. The customer replaced the da pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.